Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat postoperative pelvic peritoneal and abdominal adhesions and mesh was implanted. It was reported that the patient had a concurrent procedure of a davinci laparoscopic adhesiolysis, modifier extensive and left pelvic sidewall biopsy performed during mesh implantation. It was reported that following insertion the patient experienced recurrence.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.